Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refill order report displayed that all drawers had no medications, and the station required a manual recovery process. A technical support specialist applied for a knowledge article (manual recovery required - datasyncinvalid uploadchangetrackingvalue). Logged in as cfnadmin and stopped the maintenance and datasync services. They monitored the datasync_debug.txt file with bare tail. The tss executed the necessary structured query language scripts in sql server management studio (ssms) and truncated the core.systemoperation table. Tss restarted the datasync service and monitored the log file until the 'no variation in change tracking version' message appeared. They then restarted the maintenance service and the station into app mode. The specialist updated the synch change tracking chunk size and verified that the data sync log indicated successful synchronization. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ es server, the refill order report was displayed that all drawers had no medications, station required manually recovery process. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.